Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The verse correction key was inserted. After a few turns the resistance got higher. That's when the surgeon decided to exchange the verse correction key.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed a portion of the threads were torn off. A review of the device history records could not be performed as the lot number was illegible. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the correction key set screw threads becoming torn off cannot be positively determined. However, noted damage suggests that the correction key set screw was likely not properly seated during insertion and inadvertently cross threading occurred causing the threads to become torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.